Manufacturer narrative:
Return sample was tested with a retained architect anti hcv kit and a nonreactive result with a value of 0.25 sco, less than 1.00 is nonreactive, was obtained. Additional testing with blot testing was negative showing alignment with the architect anti hcv result. A review of tickets was performed for the likely cause reagent lot number 95371li01. The ticket search determined that there is increased complaint activity for this lot number, however this complaint is not related since the architect anti hcv assay and the blot testing were not able to detect the sample in question. Additionally, clinical sensitivity of the architect anti hcv assay has been evaluated with sensitivity and seroconversion panels. The lot 95371li01 tested showed acceptable sensitivity specifications, confirming that this lot is meeting the architect product requirement. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect anti hcv assay, lot 95371li01. Correction to lot number 95371li00 to 95371li01.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. This report is being filed on an international product list 6c37, that has a similar us product distributed in the us, list 1l79. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a (B)(6) architect anti-hcv result on one (B)(6) female patient. Result generated: sid (B)(6) = (B)(6) / retested with architect anti-hcv at two other facilities = (B)(6) / johnson & johnson assay = (B)(6) / hcv viral rna = (B)(6) / roche anti-hcv assay = (B)(6) / roche hcv-rna = (B)(6). No impact to patient management was reported.